Event description:
A "suspected malfunction" was reported. Healthcare provider (hcp) was concerned with functioning of pump. It was noted that patient experienced "side effects with side port and center access port". The device was replaced. Patient recovered without sequelae. Drug delivered via the device was fentanyl.

Manufacturer narrative:
Catheter: model: 8709, serial #: (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the pump revealed no anomaly. Analysis of the returned catheter segments revealed an indent in the sutureless connector seal along with a partial occlusion.

Manufacturer narrative:
Event date is the reported date of device explant due to reported issue. Actual onset of issue is unknown. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received and it was reported that the patient was told that the pump "contained an internal dent". It was also reported that at some point, while the pump was implanted, the patient experienced terrible spasming.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.